Manufacturer narrative:
No returned item for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that when exiting the admin appliance, the screen turned black but the system was still on. The computer was power cycled and booted normally. There was no patient present when this issue occurred.